Event description:
The microclave caps were not springing back once blood has remained in the line. The caps had to be changed as there is a concern of air entrapment or increased bsi risk.======================manufacturer response for microclave caps, lifeshield (per site reporter).======================it was shown to the reps and they are aware.device #1is this a laboratory device or laboratory test?no.